Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported via the manufacturer representative that they were unable to capture stimulation in the correct location and were not receiving effective relief of pain. After the second unsuccessful reprogramming the physician requested x-rays which showed that one lead had migrated to a lower level. A lead revision was scheduled and the issue was not resolved at the time of this report. The indication for use was non-malignant pain. If additional information is received a follow-up report will be sent.